Manufacturer narrative:
Concomitant medical devices: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v025351, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy in (B)(6) 2008. At one point, the patient was retaining 1,400 cc of urine, so the healthcare provider (hcp) removed half of her bladder that year. The device had been abandoned since then up until the day of the report. The patient reportedly did not "empty much" during a urodynamic test, so she was catheterized during and after the test. The hcp "got the device to work ," noting stimulation was felt. Symptoms were to be monitored. Possible malfunctions, cause, and outcome remain unknown. The device was originally implanted for urinary dysfunction/sacral nerve stimulation.